Event description:
This is a case report received by baxter (B)(4). It was reported that the small cap of a uroline 1, was not noticed by the surgeon and fell into the wound. A few days later, this small part was found during relaparotomy. Surgeons' remark : this small part is often loose in the packaging and isn't always seen.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Additional information has been requested from baxter the netherlands. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer report of a leak was not confirmed. The root cause was undetermined. A batch review was conducted and there were no exceptions noted during the manufacturing process.